Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not provide medical records. We have contacted the initial reporter to request additional information and to request return of the device for evaluation, if available. It is alleged that the patient was treated for adhesions. Adhesions is a known possible adverse reaction listed in the IFU. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Manufacturer narrative:
Addendum to the initial report. Based on medical records, it is unknown if the composix e/x mesh may have caused or contributed to the issued experienced several years following the implant as the patient has a history of comorbidities and surgeries which likely contributed to poor wound healing. It was found the patient was treated for infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ with the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following is based on a review of patient's medical records: (B)(6) 2006 - the patient underwent incisional hernia repair with implant of composix e/x mesh. (B)(6) 2013 - the patient was admitted to the hospital with pain, nausea and vomiting. (B)(6) 2013 - the patient underwent an exploratory laparotomy, lysis of adhesions, small bowel resection, appendectomy excision of unknown "metal tacks" along with the bard/davol composix e/x mesh and closure of abdomen with a wound vac. (B)(6) 2013 - the patient underwent abdominal wall closure with implant of a non-bard/davol strattice mesh. (B)(6) 2013-(B)(6) 2013 - patient was admitted to hospital due to a poorly healing wound with low grade fever. During this admission patient was evaluated by infectious disease and treated with antibiotics and wound care. Blood cultures returned showed evidence of e-coli as well as coag-negative staph, an enterococcal species pending identification as well as corynebacterium species. Following stabilization the patient was transferred to a ltc facility for continued wound care.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2006 - the patient underwent incisional hernia repair with implant of composix e/x mesh. On (B)(6) 2013 - the patient presented at the e.r. With abdominal pain and was admitted. On (B)(6) 2013 - the patient underwent an exploratory laparotomy which it was allegedly discovered that the hernia mesh had failed causing injury to the patient including a small bowel obstruction, deep adhesions of the mesh to the small bowel, liver and other areas as well as other injuries. The patient allegedly underwent a small bowel resection and related surgery during which the defective hernia mesh was explanted. The attorney's report alleges bowel obstruction, bowel adhesion, injury, explant, disability "pain and suffering".